Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. We were unable to perform occlusion test and error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. We were unable to confirm alarm due to overwritten history file. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.